Manufacturer narrative:
During a previously scheduled preventive maintenance (pm), the getinge service territory manager (stm) noted a rattling noise coming from the scroll compressor. The stm replaced the scroll compressor and screw kit and the issue was resolved. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) compressor made a rattling noise. There was no patient involvement, and no adverse event reported.